Manufacturer narrative:
(B) (4).

Event description:
The catheter fractured and was replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.